Event description:
A distributor in south africa reported to fisher & paykel healthcare (f&p) that an rd900aeu neopuff infant resuscitator en's peak inspiratory pressure knob is not smooth and has bumps. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the subject device rd900aeu neopuff infant resuscitator was not received at fisher & paykel healthcare (f&p) new zealand for an evaluation. Therefore, our investigation is based on the information and videography provided by the distributor, previous investigations of the product and our knowledge of our product. Results: visual inspection of the provided videography revealed that the peak inspiratory pressure knob is not smooth, confirming the reported fault. Conclusion: based on the previous investigations and subject device lot data, the reported fault was caused due to excessive grease that was applied to the valve during the manufacturing of the subject device. This grease prevented smooth movement while rotating the knob of the valve. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A distributor in south africa reported to fisher & paykel healthcare (f&p) that an rd900aeu neopuff infant resuscitator en's peak inspiratory pressure knob is not smooth and has bumps. There was no reported patient involvement.